Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a female patient receiving intrathecal dilaudid (unknown dose and concentration) via an implantable infusion pump. The indication for use of the device was for spinal pain and failed back surgery syndrome. It was reported that on (B)(6) 2015, the personal therapy manager (ptm) had an error code 8286 (empty reservoir.) It was reported that the refill was missed. The ptm said the refill date was (B)(6) 2015, and it was stated that the health care provider (hcp) stated that "it was going to be close." The patient was due to go to office on saturday ((B)(6) 2015). It was noted that the patient does not hear the alarm, and they were waiting for that alarm. The patient was in "extreme, extreme pain," and was curious if they were still getting medication. It was reviewed that there was no more medication to deliver, and the patient was redirected to their hcp. If additional information is received this report will be updated.